Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) for benign prostatic hyperplasia, the fiber used got broke. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated.